Event description:
It was reported that this pacemaker system exhibited farfield oversensing of ventricular signals on the atrial channel, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing the atrial blanking period. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.